Event description:
It was reported that the pump touch screen was timing off sooner than expected. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. During trouble shooting it was discovered that the pump is function as intended.